Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted due to dislodgement. The lead had dislodged after closing the pocket, the physician reopened the pocket and tried to get the helix back in the lead. After many attempts with no success he removed the lead and found tissue in the helix. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the svc shock coil and of the ring electrode. Furthermore the steroid collar was damaged. These damages most likely occurred due to mechanical forces applied during the removing of the lead. No further peculiarities were noted which might have contributed to the clinical observations. In particular the mechanical analysis did not show any deviations from the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.